Manufacturer narrative:
Unit was received with the lock having both rotational and lateral movement. A residue buildup was present. Upon disassembly, repair noted the lock needing new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning required. The device history record showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The reported complaint was confirmed. Root cause was unknown however most likely reason was extended wear and tear due to lack of preventative maintenance.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had a broken rotation lock. There was no patient involvement. The date of the event was unknown. According to the reporter, the mayfield skull clamp was sent from the operating room to the central sterile processing department (cspd) indicating the need for repair due to a rotational lock malfunction as seen during testing. There was no delay in surgery. Additional information has been requested.